Event description:
It was reported that the patient¿s mother described several days of low blood glucose readings while using the ilet bionic pancreas, with current levels described as decent and no additional device details provided. Symptoms included hypoglycemia. Outcomes included no hospitalization and no long-term impairment reported. Investigation included review of available complaint information only. Investigation of this case revealed no device malfunction or component failure identified due to lack of returned product or corroborating data. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.